Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered nine inappropriate anti-tachycardia pacing and seven inappropriate shocks due to atrial fibrillation with rapid ventricular response. The ICD remains in service. No additional adverse patient effects were reported